Manufacturer narrative:
((B)(4). Investigation findings of distal tip bent. A visual evaluation of the returned device found the working length of the needle and sheath were kinked at the distal end of the handle with the distal tip of the needle and sheath were also bent. Furthermore, the sheath locking knob was partially dismounted. Additionally, the knobs were found to be partially dismounted, however the knobs were realigned and it was able to lock and unlock with no issues. The reported event of sheath locking knob rotating unsteadily was confirmed. Most likely, too much loosening of the knob in a pulling motion could cause the knob to pop out of the base. The working length kink at the distal section of the needle was bent due to some operational/anatomical factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the sheath adjust knob fell off. The procedure was completed with another device. There were no patient complications and injuries reported as a result of this event. The investigation found that the distal tip of the needle was bent. This is deemed as an MDR reportable event.